Manufacturer narrative:
Due to additional information received, this supplemental report is being updated for the field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
A pericardial effusion (pe) occurred and the procedure was cancelled. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) procedure was being performed on a patient with chicken wing type anatomy with left atrial enlargement, and an unusual course of the aorta. A pre-existing 2mm effusion was noted prior to the procedure. A watchman fxd double curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected for use. Transseptal puncture (tsp) was performed using the versacross connect for watchman. As a trait of the facility, echocardiography was performed by anesthesiologists who are relatively inexperienced with structural heart treatment. Due to the combination of the anatomical factors and the background of the echocardiographer, visualization of the atrial septum was poor. The planned transseptal puncture site was inferior/posterior; however, when attempting to move inferior from the middle, the location could not be identified due to poor visualization, and puncture at the middle/posterior site was performed out of necessity. At that time, the echocardiographer informed the operator that visualization was inadequate and that clear tenting was difficult to confirm; however, energization was performed at the operator discretion. The left atrial appendage was then approached with the 27mm wds and the closure device was deployed. The closure device was deployed about six times, but the anchor did not engage, and the tug test failed repeatedly. The device was exchanged for a larger 31mm wds. After increasing the device size and repeating the device deployment process about five times, the anchor still would not engage, resulting in a failed tug test. During discussion of the next procedural step, an increase in pericardial effusion was noted on an effusion check. Increased fluctuations in heart rate and a drop in blood pressure were also observed. Echocardiography revealed a pericardial effusion measuring 10mm in length. Pericardiocentesis was performed to treat the effusion removing approximately 50ml of blood, which was not re-transfused. It was determined that there was no other option for device placement, and the procedure was discontinued. The patient was extubated in the operating room and transferred to the hospitalized cardiac unit (hcu) with stable vital signs. According to the surgeon, it seemed that the posterior wall was injured during the septal puncture for the versa cross connect. The location of the pe was probably near the posterior wall of the left atrium. Due to poor visualization of the fossa on tee, the versacross rf wire was reinserted multiple times. It was further reported that atrial septal puncture was performed using the versacross system. However, an operation has already been performed within the left atrial appendage when the pericardial effusion was confirmed, and the versacross system had been removed outside the patient. According to the physician, the posterior wall may have been injured during the septal puncture using the versacross connect. Pericardiocentesis was performed. Heart rate and blood pressure were fluctuated it was meant that heart rate: increased, blood pressure: decreased.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion (pe) occurred and the procedure was cancelled. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) procedure was being performed on a patient with chicken wing type anatomy with left atrial enlargement, and an unusual course of the aorta. A pre-existing 2mm effusion was noted prior to the procedure. A watchman fxd double curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected for use. Transseptal puncture (tsp) was performed using the versacross connect for watchman. As a trait of the facility, echocardiography was performed by anesthesiologists who are relatively inexperienced with structural heart treatment. Due to the combination of the anatomical factors and the background of the echocardiographer, visualization of the atrial septum was poor. The planned transseptal puncture site was inferior/posterior; however, when attempting to move inferior from the middle, the location could not be identified due to poor visualization, and puncture at the middle/posterior site was performed out of necessity. At that time, the echocardiographer informed the operator that visualization was inadequate and that clear tenting was difficult to confirm; however, energization was performed at the operator discretion. The left atrial appendage was then approached with the 27mm wds and the closure device was deployed. The closure device was deployed about six times, but the anchor did not engage, and the tug test failed repeatedly. The device was exchanged for a larger 31mm wds. After increasing the device size and repeating the device deployment process about five times, the anchor still would not engage, resulting in a failed tug test. During discussion of the next procedural step, an increase in pericardial effusion was noted on an effusion check. Increased fluctuations in heart rate and a drop in blood pressure were also observed. Echocardiography revealed a pericardial effusion measuring 10mm in length. Pericardiocentesis was performed to treat the effusion removing approximately 50ml of blood, which was not re-transfused. It was determined that there was no other option for device placement, and the procedure was discontinued. The patient was extubated in the operating room and transferred to the hospitalized cardiac unit (hcu) with stable vital signs. According to the surgeon, it seemed that the posterior wall was injured during the septal puncture for the versa cross connect. The location of the pe was probably near the posterior wall of the left atrium. Due to poor visualization of the fossa on tee, the versacross rf wire was reinserted multiple times.